Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out multiple times. The customer blood glucose ranged from 148-191 mg/dl. The customer re-loaded the cartridge.